Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for examination. The balloon tubing is accordion 1.8 cm and 2.7 cm in length. Both marker bands were present. The balloon catheter was inserted into a unknown 10 fr sheath. Balloon ruptured radially into two sections. The accordion of the balloon tubing indicates that the tubing and balloon were stretched. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Per the customer, the iliac stent had occluded and the device ruptured on aortic plaque. The IFU states, "the balloon is manufactured from an extra-thin wall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage.¿ based on current information, examination of the device, and the results of the investigation it is possible the cause of this event is human anatomy, user technique or other device related; however, a definitive root cause was unable to be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an elective left common femoral endarterectomy. A combined image-guided dilatation and stenting of common and external iliac stenosis had been completed. Prior to closure of the arteriotomy, it was noted that the iliac stent had occluded upstream. An attempt at recanalization of the occluded iliac stent was made which included balloon dilatation of the stents and lower abdominal aorta. However, the balloon was punctured against a sharp lower abdominal aortic plaque and split radially. The balloon divided into two parts, proximal and distal. Through careful rotation, the balloon extraction was eventually achieved, through a 10f sheath in the groin. The distal end became snagged on each of the stents as it was withdrawn. Small balloon fragments were retrieved from the wound. Another balloon was used to complete the procedure.